Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room due to experiencing stimulation in their mid chest and abdomen. It was noted that there was an increase in left ventricular (lv) lead threshold possibly contributing to the extra stimulation felt by the patient. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.